Manufacturer narrative:
The results of the investigation are not available at the time of this report. A follow-up report will be submitted upon completion of the investigation.

Event description:
The event is reported as: the unit has no audio. The reported defect was noticed during treatment. No patient injury reported.